Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 488 mg/dl. The customer declined troubleshooting for high blood glucose. The customer treated high blood glucose with bolus via the insulin pump. The customer reported that the insulin pump received power loss alarm and battery went dead. It was also reported that the alarm history replaced battery replace battery power loss. The insulin pump will not be returned for analysis.